Manufacturer narrative:
(B)(4) - the device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the device was not reported or able to be subsequently ascertained.

Event description:
A patient underwent a convergent ablation procedure via sub-xiphoid approach, with concomitant left atrial appendage exclusion (laae). Laae and the convergent procedure were successfully performed. At the conclusion of the procedure, the cannula was removed and bleeding was observed. After unsuccessful attempts to manage bleeding with thrombotic agents, gauze, and pressure, a sternotomy was performed. An acute injury on the left atrium near the inferior vena cava (ivc) was located and repaired using suture. The patient recovered without further complication. There was no reported device malfunction, and the adverse event was the result of a procedural complication.